Event description:
It was reported that while drilling during a craniotomy for evaluation of hematoma, the perforator became stuck in the pt's skull and the dura was torn. No further deficit was noted.